Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 35 mg/dl. Bg was addressed by emergency medical services with glucose via intravenous insulin drop. Bg increased to 91 mg/dl. Reportedly, the customer stated that fill tubing occurred without the customer's knowledge. Review of t:connect pump data indicated that the pump was functioning correctly and the customer acknowledged that the pump was functioning correctly. However, the customer did not remember fill tubing. The customer reported having difficulty using pumps.